Manufacturer narrative:
Date sent: 10/09/2009. Info is unavailable; device was not returned for evaluation. Device not returned. Eval summary: the device was not returned for analysis. However, there was a packaging lot or batch # provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event.

Event description:
It was reported that after a visceral procedure, the staples would not hold. The staple line disunited after a cesarean section. The healing requires more post-op care, the infections risk is more important. Unk how case was completed.